Manufacturer narrative:
H10 - additional information in g1 and h6. The probable cause is due to an interaction between the spiros and the clave.

Manufacturer narrative:
Received one (1) used c1000 clave¿ connector lot# unknown and one (1) used non-spinning spiros with list and lot# unknown. The c1000 clave was returned with the silicone seal stuck down inside the housing and had visible seal tearing. Subsequent disassembly revealed that the c1000 clave spike was bent and the seal was cored and torn. The used non-spinning spiros was functionally pressure leak tested and the assembly did not leak. Subsequent disassembly did reveal that there was a weld witness mark at the poppet to o-ring post interface. The complaint was confirmed. The probable cause is not known at this time. No device history review (DHR) was conducted due to no known lot number.

Event description:
The event involved a clave connector that the customer states the clave depressed and caused a spill of 5fu (fluorouracil). The chemotherapy spill was cleaned up per facility protocol. The mating device used was a non-spinning spiros. There is no report of adverse event however there was a delay in therapy.